Event description:
It was reported by the patient that he was taken by ambulance to the hospital after receiving 4 shocks. According to the patient, the lead may have experienced clavicle crush. It was further reported that there was a possible insulation crack. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported by the patient that he was taken by ambulance to the hospital after receiving 4 shocks. According to the patient, the lead may have experienced clavicle crush. It was further reported that there was a possible insulation crack. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Insulation, hole(s) in, lead(s), fracture of, oversensing; device remains activated, shock, inappropriate.